Event description:
The patient underwent an arthroscopic procedure using speedscrew plus w/ pp mgw cobraid. Reportedly the suture would not drop. The anchor was then abandoned in the patient's bone. An attempt was made to retrieve the implant, however, the physician was unable to do so with the retractor tool. The physician then pushed the implant further into the bone and placed a second anchor on top of it. No patient injuries were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but were not received.